Event description:
Customer called lfs on 07/2002 alleging that the meter would not power on. Customer reported feeling drowsy and dizzy. Customer was seen at the hospital for a blood glucose test because customer was unable to obtain a blood glucose result on their meter. The hospital obtained a blood glucose result of "6.4 mmol/l" on an unknown device. No treatment was reported. No adverse event or serious injury occurred. Ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). The meter would not power on with new batteries. Ccr replaced meter. No further information was provided.